Event description:
During attempted extraction of stone in common bile duct, basket and stone could not be withdrawn. Wire cut. Pt take to surgery for open cbd exploration and removal of stone/foreign body (basket). Device would not open for removal.